Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The jaws scissored and damaged the cystic duct. The procedure was converted to a laparotomy. The hosp has stated that the pt's condition is satisfactory.